Manufacturer narrative:
Complaint no: (B)(4). The initial date of the event occurrence was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for an unrelated medical event. On an unknown date, during hospitalization, the patient was diagnosed with peritonitis. The event was manifested by cloudy effluent (though the reporter stated it ¿was not an infection¿). The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.